Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that the cause of the reported failure was due to a damaged charge switch from the main keypad assembly. The damage to the charge switch caused the switch to be shorted, which inhibited the shock switch function. The customer received a replacement device.

Event description:
It was reported that during a cardiac arrest call, the device was charged up to 200 joules, and when the end user attempted to deliver the defibrillation energy, nothing happened. The device failed to deliver the defibrillation energy a second time with a replacement therapy cable assembly as well. A backup device was immediately placed on the pt after the second defibrillation energy failure, and then the pt received the necessary defibrillation shocks. The pt did not suffer any adverse effects from the reported failure and did survive.